Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was successfully explanted and replaced. The device remained in service with the new lead. It was believed the raise in impedance was due to fibrotic encapsulation at the tip of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed 122 millimeters (mm) from the terminal pin with three segments returned. The mid-body segment measurement 38 mm and was insulation only. The tip segment was measured at 475 mm. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray was performed and no anomalies were noted. Tissue was noted in the helix mechanism, which may have contributed to the high pacing impedance measurements.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited increasing pace impedance measurements, including an out of range measurement. All other diagnostics were acceptable and stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.